Event description:
Pt was treated in 2003. Thermage was notified of event in 2004. At two months post treatment the pt experienced an atrophic deep vertical ridge in the right lateral forehead and dents in the left forehead. Most current follow-up in 2004. There has been no improvement in the pt's condition.